Manufacturer narrative:
The median age of patients included in the study was 69 years (range 24-88 years). The study included 44 patients: 14 males and 30 females. The lot numbers were not reported; therefore, the manufacture dates and expiration dates are unknown. The primary author for this article is listed as (B)(6), at centre for colorectal disease, department of gastroenterology, (B)(6) as provided: the following institution also took part in this study: department of gastroenterology, (B)(6). (B)(4). Literature source: hartery, karen, et al. "Covered self-expanding metal stents for the management of common bile duct stones." Gastrointestinal endoscopy 85.1 (2017): 181-186. Doi: https://doi.org/10.1016/j.gie.2016.05.038 the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article ¿covered self-expanding metal stents for the management of common bile duct stones¿ written by karen hartery, et al. According to the literature, the aim of the study was to assess the safety and efficacy of fully covered self-expanding metal stents (csemss) for the indication of retained ¿difficult¿ common bile duct (cbd) stones. The study took place between september 2012 and april 2015 and included 44 patients. The reasons for metal stent insertion included complex stone disease (n=24), biliary stricture (n=14), duodenal diverticulum (n=10), and aberrant ductal system (n=1). All patients were treated with a 10-mm diameter, 60-mm long fully covered wallflex biliary stent. The stents were implanted under fluoroscopic control after incomplete stone clearance at endoscopic retrograde cholangiopancreatography (ercp). The stents were positioned with the distal end remaining in the duodenum. In many cases, stones were sandwiched between the stent and the cbd wall after deployment. No technical difficulty was experienced during any stent placement, and successful biliary drainage was achieved in all 44 procedures. A follow-up ercp was conducted for stent removal and attempted duct clearance. The wallflex biliary stent migrated distally in six cases. All migrations were discovered during a subsequent ercp. None of the migrations were clinically significant, and in all cases the stent was passed via the rectum without any symptoms or knowledge of the patient. The cbd stones also passed spontaneously in these cases. The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.